Event description:
A motor stall was reported and confirmed with no recovery recorded. The patient wanted the pump explanted. The medication being delivered via the device system was not reported. Additional information has been requested, a follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
(B) (4).